Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 55 year old male patient presenting with acute myocardial infarction and cardiogenic shock. During support, the pump fell out of the ventricle and the patient went into cardiopulmonary arrest. A new impella 5.5 was inserted as treatment. The account noted there was no issue with the pump, rather, this was a "management problem."

Manufacturer narrative:
Updated sections g2, g3, g6, h2, h3 & h6: (h3) the investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the positioning issue was most likely patient movement during rehabilitation. This report is being filed as part of a retrospective review of historical records section d4: unique identifier (UDI) #.